Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies but most often due to touch contamination or a breach in aseptic technique during treatment. The patient had been displaced due to a hurricane when the peritonitis began and while the patient¿s infection control practices during pd exchanges are unknown, a breach in asepsis is often a potential source of infection.

Event description:
During follow-up for a separate issue, it was reported that a patient on peritoneal dialysis (pd) therapy had suspected peritonitis upon re-admission to their pd clinic (after being displaced due to a hurricane). There was no allegation that the use of any fresenius products had caused or contributed to the reported event. It was reported the patient had symptoms of cloudy pd effluent and fibrin in the pd catheter (not a fresenius product) upon return to the pd clinic. The date these symptoms began were unknown. The patient was reportedly on unknown antibiotics at the time of re-admission. According to pd nurses familiar with the patient, the patient¿s pd catheter was malfunctioning and not working well due to the fibrin formation. As a result, the patient did not have a pd culture obtained as the patient was not able to drain. Subsequently, on (B)(6) 2020, the patient underwent pd catheter revision surgery. No further information about the peritonitis event was available. The nurse was not able to provide the cause of the peritonitis. However, there were no reported fluid leaks or issues with any fresenius device(s) or product(s) in relation to the event.